Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was later explanted due to high out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported.